Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure which included a thermocool® smart touch® sf bi-directional navigation catheter and during the ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. Immediately after the start of the ablation, an hour later from the start of using the device, blood pressure dropped. Pericardial effusion was found by checking with the sound star eco catheter. The procedure was continued with monitoring for rapid increase of the effusion. The procedure was continued with observing by intracardiac echocardiography. After the procedure, the drainage was performed, and the patient was followed up on. Atrial septal puncture was performed with a radiofrequency (rf) needle. Two sessions of the ablation were performed before pericardial effusion or tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 15cc. There were no error messages observed on the biosense webster equipment during the procedure. The physician's opinion on the cause of the adverse event was that it was procedure related. A non-biosense webster inc. (Bwi) catheter was placed in the right ventricle (rv) that might have been the cause. Patient fully recovered. The patient required extended hospitalization because of a need for follow up of cardiac tamponade.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31173538l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).